Event description:
It was reported that during a gastrectomy procedure, the device fired but the entire staple line opened. The staples did not form. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.